Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out-of-range pace impedance measurements and noise. The patient presented for review at which time provocation testing elicited noise. An x-ray was performed and negative for anomaly. Ra pacing output was increased and the physician plans to continue monitoring the patient with increased frequency. No adverse patient effects have been reported as the patient is not pacemaker dependent. This system remains in service.